Event description:
Customer reported that the device had a wrench icon. Physio-control evaluated the device and observed that it would not turn on. There was no report of pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control further evaluated the device's digital pcb assembly at the failure analysis center and determined the root cause of malfunction to be the r35 resistor flux residue causing a 250mv offset on leg one of the q5 transistor. The failure kept the device from turning on. A replacement device was provided to the customer.